Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to call back if any further issues arise.